Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the atb45 instrument would not staple, although it did not cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.